Event description:
Patient underwent a miniarc pubovaginal sling -boston scientific- for treatment of sui by another provider, and had exposed mesh fibers vaginally postop. This required resection of the exposed fibers as an outpatient, and problem is resolved. Dates of use: 2008. Diagnosis or reason for use: stress urinary incontinence. Event abated after use stopped or dose reduced? Yes.